Event description:
It was reported by a distributor from japan that particulate matter was found in the inner pouch during their receiving inspection. No patient or user injury reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment: particulates found either on or potentially inside devices that are designed to be utilized inside blood vessels have much greater consequences for the surgical patient. As this device is intended to be used inside of blood vessels, particulate matter on or potentially inside this device has a potential to introduce the particulate directly into the vascular system. In a worst case scenario, this may lead to a compromise in blood flow through that vessel causing thrombosis or embolism. After consideration for potential harms and worst-case scenarios, an adverse health consequence is expected to result from this issue. A follow-up report will be submitted upon receipt and evaluation of the investigation results of the sample.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. A visual and stereomicroscope evaluation of the sample was completed, and confirmed the presence of the particulate matter. The sample was forwarded to baxter (B)(6) for analysis, which revealed the presence of a single, irregular, and colorless mass. The particulate material composition suggests that it is a piece of silicone. Tier ii and tier iii batch records were reviewed, and all specifications and requirements were met prior to release of the product. Per baxter (B)(4), this product is inspected for foreign matter at (3) points during the manufacturing process. No trend was identified; CAPA-(B)(4) was closed and found to be effective for this issue. Customer closure notification will be completed per local procedures and requirements, if applicable. This complaint will be kept on record for trending purposes.